Event description:
It was reported that, lead a safety switch (lss) occurred on both the right atrial (ra) and this right ventricular (rv) leads. The patient exhibited an episode of syncope due to noisy signals oversensing in the a and v, leading into pacing inhibition. The patient was not pacer dependent at the procedure but had previously demonstrated episodes of complete heart block. A venogram was performed and it was found that both leads were fracture. Subsequently, the ra and this rv lead were surgically abandoned. No additional adverse patient effects were reported.